Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated during an injection, the needle detached from the syringe and remained in the pt. The nurse sustained a needle stick while retrieving the needle from the pt. Nurse is believed to be receiving treatment consistent with the hospitals' internal protocol for needle stick injuries. Additional info has been requested, none is available at this time.